Event description:
This pt did not perform well since the initial activiation of this cochlear implant. It was determined through diagnostic testing that 11 electrodes are faulty. Explantation/reimplantable surgery is scheduled for 2005.